Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to ocsm for evaluation. Ocsm inspected the device and confirmed the following: the device has not been repaired in the past year. The abnormal display on the monitor screen was caused by a failure of the qb board. Omsc determined that the reported event was caused by the qb board failure. The exact cause of the qb board failure could not be conclusively determined, because the device has not been returned to omsc. However, it may have been caused by an accidental failure, because of the defect that does not tend to occur frequently. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported that the monitor screen looked like a storm and returned the device to olympus china sales & marketing (ocsm). Then, ocsm inspected the device and found that vertical striped lines were displayed on the monitor screen and the screen could not be seen, due to a failure of the printed circuit board. There was no report of patient injury associated with the event.